Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump may have under deliver the insulin. It was reported that the customer had high blood glucose levels of 16 mmol/l to 32 mmol/l due to issue with infusion set. Troubleshooting was performed. The customer had treated high blood glucose levels with insulin pump. The customer had changed the infusion set. Product is not expected to return.